Manufacturer narrative:
According to the svc records, the device overheated during testing. Further investigation revealed corrosion damage to the motor and other component parts were damaged. The damaged parts were replaced and the device was cleaned, lubed, adjusted and returned to the customer.

Event description:
It was reported by a stryker quality engineer that a stryker core impaction drill that was sent in for repairs overheated during the quality investigation testing. There was no pt involvement and no adverse consequence was associated with this event.